Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a premature rupture of an allergan device. No information concerning the side of the event. Device remains implant with explant surgery scheduled.

Event description:
Physician reported, a left side device ruptured. Device remains implanted.

Manufacturer narrative:
Clarification to d6b: abbvie has not received confirmation of explant. This was scheduled surgery date.